Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon tear leave cotton inside - vagina [foreign body in reproductive tract]. Tampon tear [device breakage]. Feel ill [malaise]. Case description: consumer contacted via e-mail and stated that she had a tampon tear and it left cotton inside of her. No serious injury was reported.